Manufacturer narrative:
(B)(4). Date of event: unknown, captures as awareness date. Serial #: batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information: could you please clarify if there were any patient consequences? No patient consequences, patient is very well could you please clarify if was any change in the post-operative care of the patient as a result of the event? No patient consequences, patient is very well.

Event description:
It was reported that in the middle of a case the cdh29p would not fire. The safety had been moved and the handle still would not move. Another stapler was used to finish the case. The rep was present in the case.